Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed the sample after transferring it from primary tube to secondary tube and found no clots or fibrin. The customer changed the sample tube type. The customer has no further issues after changing the sample tube type. The issue was resolved by changing the sample tube type. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Mdrs 2247117-2018-00035_s1, 2247117-2018-00036_s1, 2247117-2018-00037_s1, 2247117-2018-00038_s1, 2247117-2018-00039_s1, 2247117-2018-00040_s1, 2247117-2018-00041_s1, and 2247117-2018-00056 have been filed for the same event.

Event description:
A discordant third generation thyroid stimulating hormone (tsh) result was obtained on one patient sample on an immulite 2000 xpi instrument. The sample was repeated on the same instrument, resulting higher than the initial result. It is unknown which result was considered correct and if the initial and/or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tsh result.